Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 8 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted due to elevated lactate dehydrogenase (ldh) values and concerns for hemolysis. Unspecified changes were made to the patient¿s medication. Log file analysis completed by the manufacturer¿s technical services representative revealed power trending upward overtime. No additional information was provided.